Event description:
Right hip pinning with c-arm. First screw inserted. During process of inserting the second screw the head of the screw broke off in pt's hip. Dr. Was unable to retrieve part of the screw. A new second screw was inserted into hip. Packaging and broken screw saved.